Event description:
It was reported that the customer had high blood glucose levels of 175 mg/dl. The customer does not believe that the serter is inserting properly and the cannula is not going in early. The customer also reported that she was actually high and was spilling ketones. The customer also reported having gastro paresis and has caused her complications. The customer also reported not feeling her blood sugars. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.